Event description:
The hospital reported that at the end of an endoscopic vein harvesting procedure, the metal tip came apart from the end of the hemopro 2 jaw. This was observed inside of the patient; however, nothing fell into the patient and no patient effects were reported. Clips and scissors were used to ligate the branches to complete the case as the issue occurred when the procedure was almost finished.

Manufacturer narrative:
The hemopro 2 device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the heater wire was detached from the tip of the hot jaw. The device evaluation is in progress. A supplemental report will be submitted when the evaluation is completed. A lot history record review could not be performed as the product lot number is unknown. (B)(4).